Manufacturer narrative:
The unit was tested per quality control (qc) procedure by a kci field service employee on (B)(6) 2011, prior to placement with the patient on (B)(6) 2011. The unit passed qc checks and met specifications. On (B)(6) 2011, the unit was received in kci quality engineering for device evaluation. The evaluation of the unit did not reveal any evidence of operational malfunction or defect with the device. The unit functioned as designed. The unit passed qc checks and met specification before and after placement with the patient.

Event description:
The following information was reported to kci by the healthcare provider: on (B)(6) 2011, the patient tripped on the power cord to the activ.a.c. Unit causing the patient to fall. In the emergency room, the patient was assessed to have a new fracture to the left femur, a bent intramedullary rod, as well as presence of previously diagnosed osteomyelitis and wound infection. The patient was admitted to the hospital where a surgical procedure was done on (B)(6) 2011, for debridement of the wound, replacement of the intramedullary rod, and placement of antibiotic beads in the wound bed. The patient was discharged from the hospital on (B)(6) 2011. On (B)(6) 2011, the healthcare provider confirmed that v.a.c. Therapy did not cause the osteomyelitis or need for debridement, but the patient's fall did result in a new break in the left femur and bent the previously placed intramedullary rod. The patient was reported as doing well.